Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: system would not allow a 3d spin a110201: stuck on initializing d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 product ID: bi71000450, serial/lot #: -, UDI: unknown, ubd: unknown g02002: power supply g02008: software f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The rep found the power supply 1 (ps1) output voltage at 4.75 volts of direct current (vdc) and checked and cleaned output connection on bottom of the ps1. The rep reseated the connector and voltage returned to 5.147vdc. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not allow a 3d spin. There was no error message. They had already taken 2d images. The system was rebooted and they were then able to continue with taking a 3d spin. The system was taken into the hallway and then it became stuck on initializing. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.